Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe failed to cut during a surgical procedure. The product was replaced and procedure completed with no patient harm. The function of aspiration and actuation is unknown.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).